Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9168708. Our records show that this is the only instance of a leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Due to current covid-19 restrictions , chinese customs is not allowing medical devices to be imported; preventing the manufacturing from performing functional testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the leakage can occur when the prn is not appropriately seated in the combination device, this can occur if the dimensions in a non-bd connector. H3 other text : see h.10.

Event description:
It was reported that 2 bd prn adapter 0.1ml leaked blood. The following information was provided by the initial reporter: "the customer experienced this issue twice and thus asked for investigation. Blood leaked from the connection between the terumo's surflo cannula and bd's prn adapter. The fitting was adjusted several times but the issue did not resolve. When the hcp then examined the issue using saline, he/she confirmed that leakage from the connection occurred. This customer (animal clinic) is a long-term user and has never experienced such an issue like this before. This incident occurred twice in (B)(6) 2020 and the customer¿s opinion is that this may be due to the defect of the products from specific lots. A set of the actual terumo's surflo cannula and bd's prn adapter was returned. Bd is required to perform reproducibility testing and also investigate whether the same incident has been reported or not with the products from the complaint lot."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd prn adapter 0.1ml leaked blood. The following information was provided by the initial reporter: "the customer experienced this issue twice and thus asked for investigation. Blood leaked from the connection between the terumo's surflo cannula and bd's prn adapter. The fitting was adjusted several times but the issue did not resolve. When the hcp then examined the issue using saline, he/she confirmed that leakage from the connection occurred. This customer (animal clinic) is a long-term user and has never experienced such an issue like this before. This incident occurred twice in (B)(6) 2020 and the customer¿s opinion is that this may be due to the defect of the products from specific lots. A set of the actual terumo's surflo cannula and bd's prn adapter was returned. Bd is required to perform reproducibility testing and also investigate whether the same incident has been reported or not with the products from the complaint lot."